Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an altitude alarm. The customer's blood glucose level was high. The customer changed the cartridge. Reportedly, it took over an hour to resume insulin delivery.